Event description:
The patient contacted animas alleging that the keypad buttons are hyper sensitive and unresponsive. The patient denied exhibiting any symptoms due to the alleged issue. The patient denied any moisture in the pump and denied any damages to the keypad. The alleged issue was not resolved and the product was replaced. At this time there is no evidence that the pump caused or contributed to an adverse event since the patient denied exhibiting any symptoms. The complaint is being reported since the alleged issue was not resolved over the phone.

Manufacturer narrative:
(B)(4): the keypad was peeled off the pump and was returned with the pump. A tear was found below the ok keypad button. During testing, the up arrow, down arrow and ok keypad buttons were unable to be used since the contact traces were broken. During investigation, evidence of contamination was found under all the key contacts and on the flex cable.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.